Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster inc, (bwi) product analysis lab observed the hemostatic valve was dislodged inside the hub component. Initially, it was reported that the vizigo¿ sheath was not flushing properly during prep, before it was inserted into the patient. The physician did not feel resistance between the catheter and the sheath. The sheath was replaced with another vizigo¿ to continue the case successfully. No adverse patient consequences were reported. The issue of obstructed sheath was assessed as not MDR reportable. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that the device was inspected, and the hemostatic valve was found dislodged inside the hub component. A microscopic analysis of the valve was performed and, stress marks on the outer diameter were observed. The awareness date for this reportable lab finding is 12-may-2022.

Manufacturer narrative:
The product was returned to biosense webster (inc.) For evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied. The hemostatic valve dislodgement could be related to the improper irrigation reported in the event; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device 00001884 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address this issue. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).